Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula (pcs) involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have both pitch cables broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Additional findings were observed during failure analysis but were not reported by the customer. The instrument was found to have a derailed grip cable at the distal idler pulley. The yaw motion may be non-intuitive as a result. The root cause of derailed grip cable is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the permanent cautery spatula (470184-13/n10190110 0039) was performed. The instrument was last used on (B)(6) 2020 on system sk3633. The alleged event occurred on the 10th use. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. An image of the instrument was provided by the customer prior to the instrument being returned for failure analysis. The failure was unable to be confirmed by image review alone, but was confirmed by the subsequent failure analysis. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables. Each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cables found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the surgeon felt that the permanent cautery spatula (pcs) instrument was "a little bit out of control." The instrument did not keep the pace with the hand movements, especially with the wrist movements. After removing the instrument, the nurse noticed a broken wire. There was no report of fragment(s) falling inside the patient. The procedure was completed with a third party instrument. There was no reported injury. Due to the alleged issue, the procedure was delayed by 40 minutes. The customer is unable to release patient demographic information for this event. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
On 15-mar-2021, intuitive surgical, inc. (Isi) obtained the following additional information: after many attempts of communication with the customer, as well as the communication between the customer and the patient, no further information about the patient involved could be provided.